Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-ipg-r-MRI upn m365sc12320 model sc-1232 serial(B)(6). Batch 557008 product family scs-linear leads-MRI upn m365sc2408560 model sc-2408-56 serial-lot (B)(6) and (B)(6) batch 7078037 and 7075962.

Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads displayed high impedances, and the patient was not receiving adequate pain relief. The patient underwent a revision procedure in which the entire scs system was replaced. No adverse patient effects were reported. The patient was reportedly doing fine postoperatively. The explanted devices will not be returned as they were discarded at the medical facility.